Event description:
It was reported the insulin pump alarmed motion sensor test failure and motor error. Alarms were noted in the alarm history. Customer's blood glucose was reported as normal no numerical values. The customer did not require any medical attention. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to constant motor error alarm. No alarm noted during testing. The insulin pump received with cracked reservoir tube lip.